Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the top of the obturator was disengaged. The dissector balloon, lock collar, trocar balloon, valve seal and envelope seal appeared intact. The insufflation bulb and inflation syringe were not received. Pmv performed functional testing; the dissector and trocar balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the top of the obturator being disengaged may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair procedure, the device top of the obturator broke off during insertion into the abdominal cavity. Another device was opened to complete the procedure. No patient injury has been noted. The device is expected to be returned for evaluation.